Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor attempted to deploy a 6fr angio-seal, he locked in the dilator however, when he went to pull back on the angio-seal hub the entire sheath and angio-seal system pulled out. The footplate never set and the angio-seal was fully removed from the body with no issue. Manual pressure was then held for 30 minutes to achieve successful hemostasis. Blood loss was less than 250cc. The patient was reported to be in stable condition and the procedure outcome was successful.

Event description:
Additional information was received on june 21, 2018. The type of procedure being performed was a left heart cath. A 6fr procedural sheath was being used prior to the angio-seal device. There were no issues with arterial access. A pre-deployment angiogram was performed. The device did not deploy properly and upon trying to lock and click the hub of the angio-seal deployment mechanism, the entire sheath pulled back. There were no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used 6fr angio-seal vip device was received for product evaluation. No accessory components were received with the returned device. The returned device was subjected to visual analysis. The collagen was on the proximal side of the hemostatic valve and partially tamped. The deployment sleeve was not mated with the hemostatic sheath hub. The tamping tube was exposed form the carrier tube assembly. The clear tamping marker was also exposed proximal to the tamping tube. The bypass tube was observed on the carrier tube assembly beneath the deployment sleeve; not in the hemostatic valve. The deployment sleeve was in the rear lock position with the color bands fully exposed. Force was applied to the collagen to dislodge the collagen. Enough force was applied to cause the collagen to tear. The tamping tube was then inserted into the hemostatic sheath to determine if the anchor was present on the distal side of the hemostatic valve. The anchor could not be located which may be due to the method used to dislodge the collagen. IFU states: "to ensure proper orientation of the angio-seal device with the sheath, the sheath cap and the device sleeve only fit together in the correct position. The reference indicator on the device cap should align with the reference indicator on the insertion sheath cap. Keeping the insertion sheath in place, carefully advance the angio-seal device in small increments until completely inserted into the insertion sheath. The sheath cap and the device sleeve will snap together when properly fitted." There is no evidence that this event was related to a device defect or malfunction. From the complaint description, the user identified that "upon trying to lock and click the hub of the angio-seal deployment mechanism the entire sheath pulled back". The deployment sleeve did not appear to be properly locked in the hemostatic sheath hub.